Manufacturer narrative:
(B) (4) - incorrect care/use of against resistance. The starclose se instructions for use states, "closure procedure, do not advance the thumb advancer against excessive resistance. If excessive resistance is experienced during advancement of the thumb advancer, manually collapse the locator wings and remove the device". The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device malfunction: difficult to deploy - thumb advancer, mislocation - clip. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, during step 3 (exchange sheath splitting) resistance was felt while deploying the thumb advancer. When the device was removed, bleeding continued and the clip was observed to have deployed on the distal end of the device. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.